Manufacturer narrative:
Date of event ((B)(6) 2019) is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced discomfort at the cervical ipg site. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein the cervical ipg was relocated. The discomfort resolved postoperatively.